Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive as well as multiple cartridges did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose levels. Customer declined troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.